Event description:
It was reported that the patient was only able to use his implant for 1.5 days before it 'quit'. The patient stated that he never changed his settings or how he used the device, so he felt it was premature because the device didn't last past 2008. It was noted that the patient would turn stimulation off for a couple of weeks and turn it back on because he finds 'they irritate him'. The device quit immediately after the patient went out of state for a year, and he was told that having it replaced on the road might prohibit him from going back to the same clinic so he chose to orally medicate until he got back home to get the device replaced, which was in (B)(6) of 2011.

Event description:
Additional review determined that in (B)(6) 2011, the patient reported that his stimulation "went out" approximately two months ago, causing his legs to bother him. It was noted that the patient had always been on oral medications. The patient stated that the device had only lasted two years, and that he used low voltage and wasn't expecting it to be done that soon. Statement that "patient was only able to use his implant for 1.5 days before it "quit"" in initial MDR should read "years" instead of "days".

Manufacturer narrative:
(B)(4). Lead model 3487a-45, lot# j0220108v, implanted: 2002 (B)(6), explanted: na; lead model 3487a-45, lot# j0220108v, implanted: 2002 (B)(6), explanted: na; extension, model 7495lz10, serial# (B)(4), implanted: 2002 (B)(6), explanted: na; extension model 7495lz10, serial# (B)(4), implanted: 2002 (B)(6), explanted: na; programmer, model 7435, serial# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the ins (implantable neurostimulator) found no significant anomaly. Battery had normal end of life. There was no telemetry and no output.